Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001313, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6001313" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6001313 was manufactured according to the work instruction (wi) version 75 and manufactured in the multivac 12 on 15-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance nc# 1674558 was opened during sterilization process (accusolo software was upgraded at sterigenics g.p.). This nc was raised to properly document the event. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during sterilization process no related to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that the patient received a misshapen product on (B)(6) 2025. The device labels, including the serial number and dome label stickers, were confirmed to be intact and not missing, removed, worn, faded, or damaged. Labeling information was verified as correct and consistent with the product package labeling and software. The issue was limited to packaging integrity, which was reported as not sealed properly/misshaped. No further information available.